Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event and the customer was performing a coronary procedure, which was completed as planned on the same system after restarting the system. During an onsite inspection, the philips field service engineer (fse) discovered that the c-arm was over-rotating by 1 or 2 degrees at certain angles. Additionally, the fse identified that the geo module had a delayed joystick response during the button test. To address these issues, the fse replaced the geo module and updated the software. The faulty geo module was sent back to philips for failure analysis, but the analysis did not conclusively determine the cause of the geo module failure. Nevertheless, the replacement of the geo module effectively resolved the issues, restoring the system's functionality. After completing these replacements and updates, the system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If the c-arm rotation was not stopping and the issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A c-arm rotation issue, which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart), is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was over-rotating, not stopping when it should. No harm was reported to philips. Philips has started an investigation of this complaint.